Manufacturer narrative:
Device evaluation: opening on radius, opening on valve and crease flat. Leak test and microscopic analysis was performed which identified: crack opening, striated opening and white particles in the shell. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional additionally reported "droplets noted in valve area with compression." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.